Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 107 which could not be confirmed through the event history log review or reproduced during evaluation, but was confirmed as a system error 105 through a review of the event history log. The event history log showed a significant number of system error 105 occurrences, and it is likely that the customer meant to report system error 105 instead of the reported system error 107. Evaluation of the device did not reproduce a system error 105. The cause was determined to be a seizing motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 107 which was clarified during baxter's evaluation as a system error 105. It was also reported there was no patient injury.